Event description:
Patient on coolguard therapy. The coolguard machine made an alarm that was attended to right away by bedside rn and charger. Upon inspection, backflow from insertion site into tubing was noticed. Both cooling port lines were full of blood. Tubing was disconnected and removed. Liter saline bag was inspected and empty. Ccm notified and at bedside to assess. Plan was made to exchange catheter with new one. After removal the line was inspected, and balloon was deflated. FDA safety report ID# (B)(4).